Event description:
The 5fr x 70cm raabe had to be exchanged for a longer sheath during an endovascular procedure. During the removal of said sheath, the exterior coat began to split exposing the green inner coating which protects the coiled wire. The clinician proceeded to continue to remove the sheath and the inner green coating split exposing the coiled wire. As the sheath was removed, the wire unraveled leaving the distal portion of the exterior coating and the radiopaque tip was left at the bifurcation of the common iliac arteries. Manufacturer response for guiding sheath, flexor raabe guiding sheath (per site reporter). The manufacturer acknowledged the receipt of the device sent and stated that "an investigation will be conducted to determine possible causes for the occurrence you reported".